Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid endoscope telescope had a chip in the lens. This issue occurred during cystoscopy with a botox injection therapeutic procedure and was completed with an olympus back-up device. There were no reports of patient harm.